Manufacturer narrative:
The reported event of positioning failure was not confirmed. As received, a device was returned for evaluation. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity analysis was performed and the device operated within normal range.

Manufacturer narrative:
The reported event of positioning failure was not confirmed. As received, a device was returned for evaluation. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker could not be positioned. The reported leadless pacemaker was not implanted on (B)(6) 2023. There were no patient consequences.